Event description:
It was reported that during a cholecystectomy procedure the clip loosened/did not close. Procedure was converted to open.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: which firing of the device did this event occur on? First time. What vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Device was not. But cross legs of the clip. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Firing device, the patient was in. The analysis results of the er420 device found that it was received in good visual condition. One unformed clip was returned along the instrument in a plastic bag. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining fifteen clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was the conversion to an open procedure only caused by the difficulties with the device? After dissection,the sistik cut the channel while inserting clip into the duktus sistikus. The remaining portion fitted with clip but the sistik channel is too short and with the fear of that forcing open surgery was started. The bile was getting out from the bile duct. In open surgery it was seen that the clip wasn't completely settled. Or were there other circumstances, patient conditions or surgeon¿s preferences that may have caused this? Did anything unexpected happen prior to this incident? No . Was the clip fully advanced into the jaws? No. Did the procedure drive the need to apply torque or twisting of the device? No, the device is not used that way. What vessel was the device fired on? Please specify the size of the vessel? Sistik artery. Were any unexpected noises heard? No. Was the device fired after this incident in or out of the patient? Inside. What were the patient¿s pre-existing conditions? Does the patient have any relevant history of surgical treatments? No. Was there a recent conversion to ees devices in this account or with this surgeon? No. Is the patient expected to have a full recovery? Yes. What is the patient¿s current status? No problem after open cholecystectomy. What is the age and sex of the patient? 60 male. Is the surgeon an experienced user of this product? Yes. Does the surgeon generally use er420 for lap chole cases? Yes.